Manufacturer narrative:
It was reported during a permanent implant procedure. A cerebral spinal fluid (csf) leak occurred. After the patient woke up, they complained of a severe foot pain. The leads were pulled, and the procedure was aborted. The patient was admitted to the hospital due to not improving post op. It was reported on (B)(6)2020, the patient¿s foot pain continued to be monitored. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 3006705815-2020-32268. It was reported that the patient experienced a csf leak during an implant procedure. The physician explanted both scs leads and aborted the procedure. The physician stated that they had severe pain in their feet and was admitted ot the hospital due to the patient not improving post-op. Since it is not known which device contributed to the issue, all possible devices are being reported on.